Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease (pad). The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee vessel. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilation. However, during first inflation at 4 atmospheres for 2 seconds, the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient complications reported. The patient was in good condition.